Manufacturer narrative:
(B)(4). The complaint receiver device was not returned to dexcom. The transmitter device(9438-05/694qm), used with the complaint receiver device, was returned on 03/17/2015. The returned complaint transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a permanent out of range signal. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the transmitter (694qm) that was used with the device was received for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluation is complete.